Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure it was noted that the right ventricular lead exhibited low impedance and no capture. The lead was replaced, and the patient was stable.